Manufacturer narrative:
On 10/14/2019, after a clinical review of the patient's symptoms, it was confirmed that the device was reused. Device code off-label use was added based on the patient¿s reported symptoms. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant (left) and a 475cc mentor memorygel breast implant (right) and experienced postoperative bilateral grade iii/IV capsular contracture. Additionally, after consultation with various surgeons, the patient reports a possible right-sided rupture. As a result, the patient underwent an unspecified revision surgery in 2016. However, it is unclear if the devices were replaced or reused during the revision surgery. This report is for the right prosthesis.